Event description:
MRI of the brain with and without contrast was ordered. Sedated patient began to move his arms and legs during the dwi sequence of the brain scan. The sequence was stopped and the movement stopped shortly thereafter. Diagnosis or reason for use: all; trisomy 21. Event abated after use stopped: yes.